Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye. The reason for the explant was unknown. There was no incision enlargement, no vitrectomy, and no sutures done. The product is not returning. The surgeon indicated there is no further follow up required. No other information was provided.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Date of event: exact date unknown/not provided. Best estimate date is between 12/7/2021-3/22/2021. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: correction needed as explant date should be (B)(6) 2022. Field below updated. Section d6b: if explanted, give date: (B)(6) 2022. Additional information: new information received that replacement lens was zcu600/sn (B)(6). Explanted suspect lens not returning. Patient well. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.